Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 6947m, implantable tachy lead, (B)(6) 2013. 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced swelling in the left upper extremity after implant. Testing revealed a deep vein thrombosis which was related to the implant procedure. The patient received intravenous blood thinners for the clot. The system remains in use. The patient was enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.